Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had a glitch. It kept alarming no delivery and the infusion set has been changed three times. Customer's blood glucose was 416 mg/dl. Troubleshooting was performed and it was noted the cannula was bent. Customer mother mentioned the customer was hospitalized due to diabetic ketoacidosis. Customer's symptoms were nauseas, headaches, and blurred vision. The insulin pump was removed by the hospital personal on the second day. Customer's mother is not returning the device for analysis.